Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced, the power supply was adjusted, and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor went blank and the system locked up. There was no patient injury or death reported.